Event description:
The consumer stated she inserted the thermometer into her 7-month-old daughter's rectum for approx 2 minutes. Upon removal, she noted that the bulb has shattered in her daughter's rectum. She stated that the mercury and glass were visible on an x-ray and that the child's urine would be tested for the presence of mercury. She stated the thermometer had been purchased in 2/93 and had been used in the past.